Event description:
It was reported that the patient with this pacemaker experienced syncope and the patient was admitted to the emergency room (ER). Technical services (ts) reviewed device data and identified ventricular arrhythmia episodes that were abrupt with ventricular rates at 283 beats per minute (bpm) which self-terminated. Ts noted that the ventricular pace on this stored episode had very low amplitude and the electrogram (egm) showed qrs deflection with following corresponding t-wave for each vp and there was no loss of capture observed. Ts recommended in person device evaluation to confirm operation. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited low ventricular pacing amplitude, however there was no loss of capture observed. Ts recommended in person device evaluation to confirm operation. This device was subsequently explanted and replaced due to therapy upgrade. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding device return. If information is provided in the future, a supplemental report will be issued. Correction: b1, b5 and b6 - impact and patient codes.

Event description:
It was reported that this pacemaker exhibited low ventricular pacing amplitude, however there was no loss of capture observed. Ts recommended in person device evaluation to confirm operation. This device was subsequently explanted and replaced due to therapy upgrade. Other than the surgical procedure, no additional adverse patient effects were reported. The 'no problem detected' conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomalies outside the bounds of normal medical use.